Event description:
It was reported that during a liver procedure, the cartridge moved forward upon firing. Some staples deployed but did not cut. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 3/03/2009. Information anticipated, but unavailable at this time.